Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. During device change-out on (B)(6) 2012, the pace/sense portion of this lead was capped for an unknown reason. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).